Event description:
The wheelchair overturned twice with the user inside. The first time (B)(6) 2026, the user was pulling into the driveway when the front wheels slipped and the wheelchair began to tip over completely; the user fell on her right side, hitting her head and elbow, while her knees were scratched and bleeding. The second time (B)(6) 2026, while the user was seated in her wheelchair, the driver made a turn; the wheelchair skidded to the left and tipped over, throwing her against the left door of the van where she became trapped on her side, hitting her head and elbow. Emergency services (911) were called in both cases. She was wearing her seatbelt.